Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn off and there was no physical damage to the keypad. All of the keypad buttons responded appropriately and were functional. The keypad was removed and there was evidence of contamination found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.